Event description:
During a follow-up with the hp on regarding the system error (se) 2240 alarm, the hp confirmed that it was some sort of a use error. Per hp, he might have pressed go to prime and go off and do some things and forgot that he had pressed go, and pressed it again starting initial drain. The hp did not have any adverse events due to this report. The hp did not discuss this report with his nurse; however, the baxter's technical service representative had gone over proper procedures with the hp.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) stated that he had pressed go and started the initial drain prior to connecting himself. The technical service representative (tsr) assisted the hp with troubleshooting, clearing the alarm, assisting the hp with removing cassette, advising to notify the peritoneal dialysis nurse and to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. During a follow up with the nurse, it was revealed that the hp did not report to her of this event. The nurse further added that the hp had not reported any adverse events to the social worker, and so as far as she knew the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during initial drain was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be caused by pressing go prior to connecting to machine. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Product surveillance contacted the home patient (hp) regarding the system error 2240 alarm. The patient confirmed alarm was result of use error. The hp stated that he normally gets everything set up for therapy up to the point of prime. The patient stated that he has been trying to be more careful because he found he would sometimes press go to prime and go off and do some things and forget that he pressed go and press it again starting initial drain, which is what he thinks happened in this case. The patient did not have any adverse events as a result of this incident.